Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing elevated blood glucose levels between 500-600 (mg/dl). While in the ER, customer was treated with fluids and released approximately 5 hours later with bg levels in the 80s (mg/dl). Reportedly, customer felt that the bg levels in the 80s (mg/dl) was low and consumed juice.